Manufacturer narrative:
Qn#(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter balloon is not deflating entirely. There was no patient injury.

Manufacturer narrative:
(B)(4). No sample was returned for investigation. Based on the complaint description, the balloon could not be deflated entire way. The desc ription suggested that the catheter experienced partial deflation issue. The device lot number was not present in systems; therefore a DHR review could not be conducted. Partial deflation could happen due to various reasons, however, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint could not be confirmed.

Event description:
The foley catheter balloon is not deflating entirely. There was no patient injury.